Event description:
It was reported that during a procedure involving one onyx trucor coronary drug eluting stent, the stent was not able to cross the lesion. The lesion being treated was mildly tortuous, moderately calcified with 80% stenosis in the mid right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed with no issues noted. The physician believed that the event was due to use of the device in difficult lesion morphology/anatomy i.e. The event was procedural related and not device related. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx rx). Product analysis: the stent was positioned on the balloon between the marker bands in accordance with positioning specification. However, due to mid stent deformation the stent did not meet visual acceptance criteria. Deformation was evident to the mid stent wraps with struts raised. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.